Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the promus stent was implanted. At approx 5 days later, the pt returned for total stent occlusion, which was treated with ballooning. There were no further pt complications. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Thrombosis, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.